Event description:
Customer reported an incorrect patient name was printed on a report when using the unicel dxi 800 access immunoassay system. Test results were associated with the correct patient identification, therefore test results were not affected by this issue. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The software was evaluated for this issue. This issue is caused when the software accepts a blank ("null") patient ID (identification) number as valid and inappropriately associates patient demographic information. One of the known precipitating events of this issue is that the customer's lis (laboratory information system) is sending the instrument sample requests with patient demographic information, but with a null patient ID field. This scenario is not recommended by beckman coulter inc. The lis can be set up to ensure this issue does not occur. This lis should be set up to ensure that each test request, if it contains patient demographic information, should also contain a patient ID. Root cause is the instrument software and the configuration of the lis. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.